Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a partial lead (only connector portion) was returned in one piece. Visual inspection of the lead found full breach outer insulation degradation at adjacent to the connector boot. External insulation abrasion that breached the outer insulation and exposed the outer coil consistent with friction to can was also found at proximal region.

Event description:
This report is to advise of an event observed during analysis.